Event description:
It was reported that manifold assembly needs to be replaced on the arctic sun device. Fluid delivery line test failed. Vent valve without function. There was no flow rate. The manifold assembly was defective and had been replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty manifold assembly. The device was evaluated and the reported issue was confirmed as it was noted that there was no flow rate due to a faulty vent valve on the manifold. The manifold assembly was replaced. New calibration, mtk and stk were performed. The device passed and the fdl worked appropriately, and the unit can be placed back into normal use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The device history record review was not required as event was not an out of box failure and therefore the reported event is not manufacturing related. The labeling review was not performed as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that manifold assembly needs to be replaced on the arctic sun device. Fluid delivery line test failed. Vent valve without function. There was no flow rate. The manifold assembly was defective and had been replaced.